Event description:
Reporter states patient received a result of 420 mg/dl on the inform system as 23:08. A lab value of 4 mg/dl had been drawn at 23:00. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.